Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The most likely cause of the reported and observed failure is user error. This included improper bone preparation, excessive force, misaligned insertion, and/or prying or levering the device during insertion, resulting in device damage. The complaint allegation was confirmed upon reviewing the customer's attached picture, which displayed two devices; it was noted that the inserter of the ar-3652tsp fibertak® rc suture anchor (blue) was bent at the distal end close to the tip.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-3652tsp, fibertak® rc suture anchor, (blue), and 1 unit of ar-3653sp, knotless 2.6 fibertak® rc soft anchor, 1.7 mm tigertape¿ loop(white/black), #2 tensionable suture (blue), self-punching, qty. 5, the ar-3652tsp was misaligned during use. Ar-3653sp was changed to and the surgeon used the drill and sleeve, but the anchor was still pulled out. This was detected during an instability procedure on (B)(6) 2025. The procedure was completed successfully by opening another type of anchor.